Event description:
There was a tear in the capsulorhexis during insertion of the plate silicone lens model aa4204vf. The lens was inserted and removed. Additional information was requested from the facility but none has been forthcoming.